Manufacturer narrative:
The field engineering specialist found worn pinch tubing. He replaced the damaged tubing. He ran a system volume check. He replaced a measuring cell. He performed photomultiplier high voltage adjustment. He performed performance and precision testing. The customer ran successful calibration and qc testing. The investigation determined that the replacement of the measuring cell resolved the issue. There have been no further issues following the service visit.

Event description:
The initial reporter complained of questionable elecsys troponin t gen 5 stat assay results for 1 patient sample tested on a cobas 8000 e 602 module. The customer was running the patient sample after performing a new calibration. The initial troponin result was 5613 ng/l. The same patient sample was retested 3 times on the same analyzer with a result of 8094 ng/l, 5812 ng/l, and 8101 ng/l. The results in question were not reported outside of the laboratory. The troponin reagent lot was 41679901 with an expiration date of 30-nov-2020.